Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and an external trainer encountered an ¿unable to proceed¿ message during ilet setup near the 20-unit mark, with a noted insulin odor and subsequent leakage from a new cartridge during the press-and-hold step; inspection showed no visible connector needle damage, and a dry run succeeded, after which a full supply change using different-lot cartridge and connector produced drops and completed without issue. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included interruption of setup that was resolved by replacing the consumables with different-lot supplies and completing the change successfully. Investigation included guided troubleshooting, visual inspection of the cartridge and connector, dry-run testing, and a repeat supply change with alternate-lot consumables. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.